Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported, when cutting the flap during lasik flap creation of the right eye; a gas bubble was noted. The flap was poorly cut according to the surgeon and the decision was made to not lift the flap and perform intervention later. Additional information received; since the flap was not raised the bridges between the gas bubbles were not cut. The gas in the cornea is expected to dissipate and leave no trace of the event.